Event description:
Customer called to report a liquid leak underneath the mixing chamber of the unicel dxh 800 coulter cellular analysis system. Customer was wearing personal protective equipment (ppe) consisting of a laboratory coat and gloves. Customer did not come in contact with the fluid, and medical attention was not sought. There was no report of exposure to mucous membranes or open wounds, and no one was splashed or sprayed. There was no death, injury or change to patient treatment attributed to or associated with this complaint. There was no impact to patient samples or results. The field service engineer (fse) inspected the instrument and found that the nrbc (nucleated red blood cell) mix chamber drain was plugged. The fse removed the blockage that caused the drain plug, which resolved the instrument issue. The fse cleaned the instrument, then verified instrument performance to ensure that the services performed effectively resolved the issue.

Manufacturer narrative:
The root cause for the leak is attributed to a plug in the nrbc mix chamber drain, which was resolved with the service repairs. Customer has not called back to report any further issues relating to this event. (Note: the beckman coulter, inc. Identifier for this report is (B)(4).)